Event description:
The customer reported that during a fistulogram procedure the marker tip separated from the sheath body right after being inserted into the pt. The physician was able to insert a guide wire through the detached marker tip. The physician then made several unsuccessful attempts to remove the marker tip with a balloon and a snare. The physician was finally able to remove the detached marker tip with a balloon inflated over the wire. The pt was later discharged normally without any further complications.

Manufacturer narrative:
Device eval. The eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval, conclusion: a f/u report will be submitted when the eval has been completed.